Event description:
During a remote follow up, noise resulting in oversensing was noted on the device. The oversensing resulted in an incorrect interpretation of an episode of supraventricular tachycardia being treated for ventricular tachycardia which delivered inappropriate atp. Reprogramming was recommended to resolve the event. No intervention has been performed. The patient was stable.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.